Manufacturer narrative:
(B)(4). The investigation was completed on 07/19/2017. The customers reported that after upgrading the I-stat/de system to version 2.8, the reference ranges, actions ranges, and customer reportable ranges for all analytes were reset to default values; however, the preference unique identifier remained the same. This is an unexpected behavior of the I-stat/de system as the reference ranges, action ranges, and customer reportable ranges for all analytes are expected to remain the same as before the upgrade, and the preference unique identifier is expected to change whenever there is a change to any configuration setting in the analyzer's customization preferences. Testing performed at apoc, princeton, was able to reproduce the customers' complaint, which was attributed to an issue with the database upgrade utility included with the I-stat/de system version 2.8 installer. A deficiency has been identified. Exception report (ER) (B)(4) has been initiated to address the issue.

Event description:
On (B)(6)2017, abbott point of care was contacted by a customer who stated that after (B)(4) (third party data management system) updated the I-stat data exchange (de) system to version 2.8 they have seen several locations in de customization that have different preferences, particularly that the reportable ranges are at factory setting and not customized as expected for blood gases. A 323045 173088xq po2 <20. A 311241 173088xq po2 <20. A 348137 173088xq po2 18. All testing was performed simultaneously. Customer notes that analyzers 323045 and 311241 were not docked after the de 2.8 update, but analyzer 348137 was docked after the update before testing was performed. There are no injuries associated with this event. Note: the I-stat data exchange (de) system is not a medical device.